Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an unknown right scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Explants were from the primary surgery.

Event description:
Patient had bilateral tka in 1994, she came to dr. Because of knee pain. She had her right scorpio insert revised to the implant 72-26-0510, lot# mjjlk1. The wear on the inert was very high and the posterior edges of the medical side of the insert were completely worn away. The insert was still in place and attached to the baseplate. The insert was exchanged to the above insert and patient had full range of motion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right scorpio insert. An evaluation of the device cannot be performed as the device was retained by the patient / hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.